Manufacturer narrative:
Attempts to acquire additional information request have been made in order to identify the sensor involved in the reported event. Testing of retained samples is currently underway. This issue was not reported in a timely manner by field personnel. A discussion with the reporter was held informing them of the importance of reporting. Formal training in the requirement of timely reporting of customer complaints has been performed with the responsible reporter.

Event description:
It was reported by the customer that "marque avec rougeur" (red signs) were seen on the patient's skin. The customer was being monitored on a philips mp70 monitor using a masimo lncs tc-I sensor.